Manufacturer narrative:
Lens would not unfold. Evaluation: results a work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated that the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 12.1 mm in the pt's eye and the lens would not unfold. The surgeon removed the lens with no pt injury and when he attempted to reload the lens in the cartridge he tore the lens. No pt injury.